Event description:
It was reported that 2 bd alaris pump module smartsite infusion sets had flow issues. The following information was provided by the initial reporter: "the issue could be related to a backflow check valve failure of the primary tubing "

Manufacturer narrative:
The following fields have been updated due to additional information: b.5. Describe event or problem: it was reported that 2 bd alaris pump module smartsite infusion sets had flow issues. The following information was provided by the initial reporter: "the issue could be related to a backflow check valve failure of the primary tubing. " d.1. Medical device brand name: bd alaris pump module smartsite infusion sets. D.3. Medical device manufacturer: sistemas medicos alaris, s.a. De c.v. (Tijuana). D.4. Medical device catalog #: 2410-0500. D.4. Unique identifier (UDI) #: (B)(4). D.9. Device available for eval?: yes d.9. Returned to manufacturer on: 10/29/2021. G.1. Manufacturing location: sistemas medicos alaris, s.a. De c.v. (Tijuana). G.4. PMA / 510(k)#: k944320. H.6. Investigation: two primary tubing sets (model 2410-0500) and one secondary tubing set were returned by the customer. It was reported that secondary is backing up through the primary. The samples were examined for defects and abnormalities. No defects or abnormalities were observed. Functional testing was performed by using a primary bag filled with clear saline which was then used to prime each primary set. The secondary set was connected to a bag filled with a blue dye/water mixture, and then connected to each primary set. The sets were set up in a secondary infusion configuration with the fluid level of the secondary bag at least 9.5 inches higher than the primary bag fluid level, and all of the clamps closed. The secondary set was primed with the secondary roller clamp fully opened. Fluid flow was controlled using the primary roller clamp. Fluid was found to be flowing normally. No back flow was observed. The failure was unable to be replicated, and the complaint could not be verified. A lot is unknown, however, a possible lot was identified. A device history record review for model 2410-0500 and possible lot number 17057939 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined because the failure was unable to be replicated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 2 unspecified bd intravascular administration sets had flow issues. The following information was provided by the initial reporter: "the issue could be related to a backflow check valve failure of the primary tubing. "